Event description:
Patient's intracranial pressure (icp) monitoring device's monitor displayed an error message stating that the intracranial pressure monitoring catheter had been disconnected. After checking all of the connections, the monitor was turned off and then on again. This did not solve the problem. A new icp monitor was brought in, but it also did not show the waveform. Consultation with neurosurgery np and intensivist resulted in a new icp pressure bolt being placed. The monitor began showing waveforms and pressure reading at that time.====================== health professional's impression======================as all connections were checked, and a new monitor was brought in, the only option is that the actual bolt ceased to work.